Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and found that the sensor wire is attached to the exposed needle in the applicator. The customer's complaint of a missing/detached sensor wire was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the patient experienced a missing sensor wire. The sensor was inserted into the abdomen on (B)(6) 2017. The patient indicated that he did not believe the wire was retained after sensor pod removal and that when he checked the applicator, he found that it was not completely retracted. No injury or medical intervention was reported. No product was returned for investigation. Confirmation of the reported issue of missing sensor wire was not determined. A root cause could not be determined. It was reported that the sensor was not correctly deployed. Labeling indicates: pull back on the collar all the way towards your thumb. You should hear two clicks.